Event description:
The surgeon decided to explant the pt's implant due to the wound site not healing and charging issues reported by pt. It was discovered during the explant surgery, that the implant had slipped in the pocket.